Event description:
It was reported that a cartridge alarm 1 and an occlusion alarm occurred. It was reported that the pump indicated a data log corruption. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer's elevated bg level caused vomiting. Reportedly, the customer addressed their bg with a correction bolus via the pump. The customer was assisted by the school nurse but was unable to resolve the issues. A replacement pump was sent to resolve the issues.